Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or generaluse. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that prior to a laparoscopic prostate procedure, the device did not function at all. No further info is available. Unk if case was completed or if there was any pt consequence.